Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as improper modifications to system configurations by an unauthorized third party maintenance provider. It was reported that the patient was already in a critical status and the hospital did not have established emergency procedures, for example, an alternative machine. The passed away during transportation to another hospital. The system was manufactured in april 2012 and installed by siemens healthineers on may 25th, 2012. The system was transferred from its original location and reinstalled in november 2016 by a croatia local company without involvement of siemens healthineers. According to siemens' onsite evaluation in september 2018, the system configuration had been modified by the customer. A number of system defects were identified during investigation. The oil switch of the tube, which is used to protect the tube from overheating, was incorrectly bridged on the generator side and the safety mechanism was disabled. The audible alarm (for exposure, fluoroscopy overtime, tube overload) and x-ray radiation indicator were removed when the customer modified the configuration from trolley to display celling stand. The dose rate used by the customer for this case was higher than the manufacturer's setting, which resulted in the tube heat increasing faster than normal. Because the safety mechanism was missing, the tube was working in an over-heating condition which eventually caused the vacuum glass tube to break under the expanding oil pressure. The tube has been replaced and the oil switch and higher dose have been corrected by a siemens service engineer. However, the system cannot be used safely as two safety measures of the audible alarm and radiation indicator are still missing as a result of the customer's incorrect modifications. Siemens healthineers has informed the customers in writing that the system is not safe to be used until a comprehensive inspection according to the manufacture's instructions is performed. The defects were caused by improper modification to the system configurations during the installation and servicing by an unauthorized third party provider. The product defect is not a systematic product problem and is considered a single site issue.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report as per FDA on 4/1/19.

Event description:
It was reported to siemens that an adverse event occurred while operating the axiom artis u system. During an interventional cardiology procedure, the system failed. As a result, the examination was aborted. It was reported that the patient passed away later that day during transportation to another hospital. The condition of the patient prior to and during the procedure is not known at this time. Additional details have been requested for investigation.